Event description:
It was reported to philips that the allura xper fd20 biplane system froze and was unable to perform normal exposure, causing a disruption in the treatment during angiography of the patient. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure was completed as planned after the system was rebooted. The patient did not require any additional treatment while waiting for the system to reboot nor did the patient's condition worsen. As explained in the instructions for use (4522 203 17432) of both the azurion and allura devices recommend using a system restart per if the device deviates from expected behavior or if there is a system failure. The azurion IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. Cold restart: use this method when you are trying to resolve a hardware-related issue with the system. ¿the allura IFU provides instruction on regarding a cold restart (switching the system off and then on again)as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. Clinicians on the pms clinical expert team and igt-s medical and clinical affairs team have concluded the following: if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
As per the information provided, the procedure was completed as planned after the system was rebooted. The patient did not require any additional treatment while waiting for the system to reboot nor did the patient's condition worsen.